Event description:
Mobilit / trinity revision of the ecima insert and cocr modular head after 2 weeks due to pain and a large hematoma.

Manufacturer narrative:
(B)(4) - final report. Additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. Based on the above, no further investigation can be conducted. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit / trinity revision of the ecima insert and cocr modular head after 2 weeks due to pain and a large hematoma.

Manufacturer narrative:
(B)(4) - initial report. Additional information, including x-rays, operative notes, medical history and level of activity of the patient, if the patient experienced any trauma, have been requested in order to progress with the investigation of this event, and will be provided in a supplemental report upon completion of the investigation. The appropriate devices details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.